Event description:
Clinical trial. It was reported that 1841 days following a coronary artery stenting procedure, the patient developed in-stent restenosis. The index procedure treated a 95% stenosed, 2.5x12mm lesion of the proximal circumflex. Treatment consisted of predilation and placement of a 2.5x12mm express2 bare metal stent with 0% residual stenosis. The patient was discharged one day post procedure on asa and plavix. The patient presented on day 1834 for coronary angiography following a history of recurrent angina for the past month. On day 1841 the patient underwent coronary artery bypass grafting (CABG) with lima (left internal mammary artery) to the lad, svg (saphenous vein graft) to om (obtuse marginal), and svg to the r-pda (right posterior descending artery). The patient was discharged five days post procedure on aspirin. The investigator assessed the event as unrelated to the device. The clinical events committee adjudicated this event as study stent / procedure indistinguishable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.